Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a male patient underwent cardiac surgery on (B)(6) 2019 and an heater-cololer system 3t was used. The serial number of device used during surgery is unknown. The patient suffered numerous complications related to surgery, including cardiac and organ damage, vision problems, etc. And was unsuccessfully treated with antibiotics. Mycobacterium chimaera infection was reported. The patient passed away on (B)(6) 2021.

Manufacturer narrative:
H.10: no DHR and shr could be performed since no serial number was provided. No device, between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of the surgery. Through follow-up communication with the chief perfusionist under previous cases from the same hospital, livanova deutschland learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices in use at the hospital are very clean and there is no sign of biofilm. The devices are located inside the operating theater during use. The result of microbial sampling performed at customer site revealed that two devices in use at the hospital were found to be contaminated. It is not possible to determine if the device used for this specific surgery was one of the two devices confirmed to be contaminated and is not possible to retrieve the information if the device was already contaminated at the time of the surgery. No additional information has been provided regarding this specific case. The root cause of the event remains unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
D4: involved 3t serial number has been provided, therefore dedicated section has been updated. H4: as serial number has been provided, manufacturing date has been updated. H11: through follow up communication, livanova learned the following further information: serial number of the involved 3t device: (B)(6); plaintiff name (B)(6); clinical course: patient became symptomatic late 2019/early 2020. Granulomas was noted on transesophageal echocardiogram on (B)(6) 2021. Blood culture positive for mycobacterium chimaera on (B)(6) 2021. Legal lawsuit has been issued and no further information has been made available. Device history record (DHR) review of involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. The device possibly involved and in use at the hospital at the time of surgery ((B)(6) 2019) was not equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2020. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.